Manufacturer narrative:
D2b: medical device type: fpa. D2a: common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that an air bubble forms in the tubbing of the vacutainer ultra touch push button blood collection sets. No patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 29-jul-2024 investigation summary bd received 5 samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for air bubbles was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for air bubbles with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of air bubbles based on customer photo analysis, but unable to confirm based on customer sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that an air bubble forms in the tubbing of the vacutainer ultra touch push button blood collection sets. No patient impact.